Event description:
It was reported that during an embolization coiling of an acom aneurysm using balloon protection and an lvis evo stent, the stent came out of the balloon catheter and could not be pulled back. The stent was implanted in the patient without incident. Additional information indicated that the stent was extended 50% outside of the catheter when resheathing was not possible. The stent was implanted in successfully. No harm or injury was reported

Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for analysis. Medical imaging was not provided. The alleged product issue could not be confirmed. At the time this complaint was received, this product was an exported device that was not cleared or approved for marketing in the u.s. The complaint is being reported now as based on this product meeting similar product criteria.